Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization was observed; the fiber was not firing at 16,154 joules of use. The case was completed using a second fiber. Patient's outcome: was reported as "fine."

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit detritus and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.